Event description:
It was reported that a hematoma formed due to bleeding in the device pocket and was confirmed at the hospital. The patient had a pocket revision to remove the hematoma. The procedure was successful. There were no additional adverse patient effects. The system remains implanted.